Event description:
It was reported from (B)(4) by the pa that the patient reported left lower chest and abdominal pain. Inflammatory markers were raised. Patient was admitted to hospital. Blood tests and other tests are underway. Small posterior/superior splenetic infarct seen. Anticoagulation was optimized. There were no alarms or abnormal pump parameters reported. Patient was discharged home on (B)(4). The patient is still experiencing left sided chest pain and will have repeat bloods and monitoring over the next few weeks.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and infection have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.